Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: zimmer tm shoulder instrumentation humeral stem cutting guide 42 degrees, catalog #: 00430900100, lot #: 62761555. Complaint sample cutting guide was evaluated and the reported event was confirmed. The pin was not returned, as it was disposed at the hospital. Two of the guide pin holes exhibit heavy galling inside that prevents a plug gauge from passing completely through. Wear marks are noted. Other dimensions taken are within spec. The combination or the two devices humeral stem cutting guide 42 degree and headless trocar drill pin 3.2 mm diameter 75 mm length has not been confirmed to be approved for use, however review of the components identified no issues that would have been created from the incompatibility. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The cutting guide device was returned for evaluation, however this device was not returned for evaluation. The investigation is in process. Once complete, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02914.

Event description:
It was reported that during a primary total shoulder arthroplasty, while pinning the guide to the proximal humerus, the pin became stuck in the guide and could not be removed. The guide and pin were removed together as one piece after completion of the case. There were no adverse events reported as a result of the malfunction, as the case was able to be successfully completed.